Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 02 oct 2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-ups will be pursued.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude ((B)(4)) in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted (no details were provided). Consumer reported that she had to have two major surgeries to remove from her tubes. The left side perforated her tube and stuck to her bowel and caused her pain, she lost wages from being off work. No additional information was provided. Ptc investigation result was received on 14-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and left side perforated her tube and stuck to her bowel. This event, interpreted as fallopian tube perforation and traumatic intestinal perforation, is serious due to medical significance and listed in the reference safety information for essure. Uterine/fallopian tube perforation with essure may occur, most often during insertion, with possible injury to the bowel. In the present case, no information was provided regarding the insertion procedure or the exact timing between insertion and the perforation. However, given the nature of the event causality with essure cannot be excluded. Since the consumer reported two major surgeries to remove essure from her tubes, this case was regarded as incident (required intervention). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.